Manufacturer narrative:
Initial reporter phone numbers: (B)(6). A photo was provided and is pending an investigation.

Event description:
An event of no flow regarding conector microclave¿ clear, with ln lat-mc100. The reporter stated that in the surgical unit, the patient's vein was cannulated without problems. Adequate return was obtained, and the microclave and macro drip were connected, but there was no return of saline solution. The microclave was disconnected from the serum and a return was obtained. The event occurred during patient use and no harm was reported as a result of this event.

Manufacturer narrative:
Investigation summary: received a photo showing the product label. No defects or anomalies noted. The complaint on the lat-mc100 could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 13909727 was reviewed and no non conformities were found that would have led to the reported complaint.